Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The catheter was examined under microscopic magnification, and both the inner and outer catheter were torn and twisted around the core wire, distal to the rapid exchange junction. The outer catheter was torn approximately 8.6cm from the distal tip and extended for approximately 9.8cm. A complete break in the inner guidewire lumen was observed near the rapid exchange junction. The guidewire was observed to be twisted around the core wire approximately 1.5cm from the distal tip. The guidewire was spiraled in appearance and was kinked in several locations. No other anomalies were noted along the length of the catheter. Performance/functional evaluation: the guidewire was unable to be removed from the catheter likely due to the twisting of the inner guidewire lumen. Further functional testing could not be performed due to the poor sample condition (i.e. Torn and twisted catheter). Photo review: one electronic photo was returned and reviewed. The photo shows the distal ends of a crosser rx catheter. The photo shows a portion of a green catheter with a guidewire inserted at the rapid exchange junction. The guidewire is spiraled in appearance and appears to be kinked near the entrance to the rapid exchange junction. Based upon the photo provided, device-device incompatibility cannot be confirmed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the investigation is confirmed for device-device incompatibility, based on the condition of the returned sample (i.e. Guidewire was stuck inside catheter and catheter was bunched). The investigation is confirmed for torn material, as the catheter was torn at the rapid exchange junction. The investigation is confirmed for a broken inner guidewire lumen. The investigation is confirmed for material twisted, as the inner guidewire lumen and guidewire were twisted around the core wire. The definitive root cause could not be determined based upon the available information. It is unknown if the original guidewire, patient issues, and/or procedural issues contributed to the reported event. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction of the recanalization catheter, the health care provider intended to leave the guide wire within the occluded anterior tibial, but the guide wire was allegedly caught on the recanalization catheter and removed from the patient. Reportedly, the procedure was completed with another guide wire and catheter. There was no reported impact or consequence to the patient.